Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Customer reporting 1 false positive sars result for 1 patient. Confirmation testing was done with pcr, resulting negative. It is unknown if patient was symptomatic or asymptomatic. Additional information requested but were unable to be obtained after multiple communication attempts.